Event description:
Possibility for pt colitis due to improper reprocessing procedures. This may have resulted in residual disinfectant in this facility's flexible endoscopes and the (B)(4) irrigation accessory to possibly transfer to pts.

Manufacturer narrative:
Our service technician was dispatched to the user facility. It was observed that the facility was attempting to wash/disinfect the olympus (B)(4) irrigation tubing along with olympus filters. All are not recommended for washing/disinfection in the system 83. Re-inservice training was conducted.